Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to post dilate an implanted stent. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned with its original box. The balloon was inspected and was found to be burst near the distal bond. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to post dilate an implanted stent. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.